Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's external device is showing "replace generator" error massage. It is unknown when the patient lost stimulation. No additional information is available at this time.

Manufacturer narrative:
Correction:- the initial reporter should have been (dr. (B)(6)) rather than ((B)(6)). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the surgical intervention as undertaken wherein the ipg was explanted and replaced. Device replacement addressed the issue.